Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Patient implanted with plate on (B)(6) 2012. On (B)(6) 2013, the surgeon removed the plate due to pain. Hardware removal was successful and the patient had healed. This is report 1 of 1 for complaint (B)(4).